Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned for service due to an allegation of of "black screen, not working". The complaint also notes the power cord has evidence of thermal damage & an odor being emitted. There was no patient harm or injury reported. During the evaluation at the manufacturer's product investigation laboratory (pil), there was evidence evidence of water ingress & rust/corrosion to the dc power supply dc output connector & the dreamstation dc input power connector (p4). It is likely an odor was emitted as a result of the event. The damage to the connectors prevents the mating of any undamaged device to one another. The damage to the supply dc output connector also results in there being an exposed electrical lead that contact can be made with. Pil found there is +12.35 vdc present at the contact point. An internal inspection of the dreamstation found further evidence of the water ingress and corrosion dc volt input connector (p4), the blower/blower box assembly, & both sides of the pca along with staining to the bottom enclosure (also indicative of water ingress). The finding of water ingress to the dreamstation blower/blower box assembly & both sides of the dreamstation pca indicates the units were moved or mishandled while there was still water in the chamber of the associated humidifier. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.